Event description:
It was reported that during a laparoscopic super low anterior resection procedure, air leaked from the valve when a forceps was taken out through the device. The event occurred in each device. The abdominal air pressure was 8l/min. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).